Manufacturer narrative:
The lot number of the device is unknown; consequently, the manufacture and expiration dates cannot be determined.the complainant indicated that the device was implanted and will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause of this event. If any further relevant information is acquired, a supplemental report will be filed.

Event description:
It was reported to boston scientific corporation that after a procedure using an uphold vaginal support system, the patient experienced "significant right sided sciatic pain." Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.